Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the cut wire twisted during the bowing action, during the cut, resulting in a larger cut than was planned. There was some bleeding, which resolved spontaneously (without treatment). The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be "ok". However, the patient stayed in the hospital overnight for monitoring.

Manufacturer narrative:
Visual examination of the returned device found that the distal pierced hole torn; this condition displaced the cutting wire. Also, the working length was found to be twisted in several locations. No other issue was noted. The complaint was consistent with the reported event of incorrect orientation which could have been affected by twisted working length in multiple locations. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for this complaint is "operational context¿ since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, the performance of the device was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the cut wire twisted during the bowing action, during the cut, resulting in a larger cut than was planned. There was some bleeding, which resolved spontaneously (without treatment). The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be "ok". However, the patient stayed in the hospital overnight for monitoring.